Event description:
It was reported that the bottom of the vectibix vial was broken when attempting to attach the bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from japanese to english: "when the hcp attached p50 to the vial of vectibix, the bottom of the vial was broken. Bd is required to investigate if there is a defect on the p50."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 9/24/2021 h.6. Investigation: one sample protector was returned to our quality engineer for investigation, the needle of the protector was inside the blister. Upon inspection of the product, no problems related to the connection were observed. The vial is observed to be broken at the bottom. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. As no batch information was available for this incident, a review of the history of the device could not be performed. Based on the available information and evaluation of the sample, we are unable to identify a root cause related to our manufacturing process at this time.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bottom of the vectibix vial was broken when attempting to attach the bd phaseal¿ protector p50j. The following information was provided by the initial reporter, translated from japanese to english: "when the hcp attached p50 to the vial of vectibix, the bottom of the vial was broken. Bd is required to investigate if there is a defect on the p50."